Event description:
The customer reported when the ventilator alarmed and screen went blank while in use on a pt. The customer reported there was no patient harm. The service MFR's tech was unable to duplicate the customer reported problem. The service tech reported the ventilator would restart during power on self testing. The service tech replaced the vga pcg and power supply to address the findings. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Vga pcb, power supply.